Event description:
It was reported that after the implantation of the transcatheter bioprosthetic valve, the right coronary artery (rca) was occluded. The rca could not be accessed for stenting, necessitating immediate surgery for a bypass. It is unknown what caused the occlusion. It was suspected the calcium movement caused the occlusion, however later it appeared there was a possible rupture and/or hematoma caused by pre-dilation performed with a 22 mm balloon. The minimum annulus diameter was 22.7 mm.  The patient is currently in unstable intensive care and is alive with injury. Additional information was received that per the physician, the cause of the rupture and hematoma is unclear; there was a pre-existing hematoma, and the pre-implant balloon dilatation caused the occlusion pushing the calcium toward the hematoma. Additionally, the physician noted that the occlusion likely would have happened with any valve.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the implantation of the transcatheter bioprosthetic valve, the right coronary artery (rca) was occluded. The rca could not be accessed for stenting, necessitating immediate surgery for a bypass. It is unknown what caused the occlusion. It was suspected the calcium movement caused the occlusion; however later it appeared there was a possible rupture and/or hematoma caused by pre-dilation performed with a 22 mm balloon. The minimum annulus diameter was 22.7 mm. The patient is currently in unstable intensive care and is alive with injury.